Manufacturer narrative:
Maquet field service technician evaluated the device and found that the plastic handle support was removed from its metal cylinder. He replaced the handle assembly with a new one and returned the device to service. Additionally, the device was directly involved with the reported incident and was being used for treatment of patient when the event occurred. This investigation is ongoing and the results will be included in a follow up report.

Event description:
The customer reported that the handle of the screen holder fell off into the surgical field, during a interventional vascular radiology, while nobody was manipulating it. No injuries were reported. The event required a replacement of the sterile drapes. (B)(4).

Manufacturer narrative:
Maquet evaluated the handle assembly by measuring the dimensions of the components and found that one component was out of specification. This investigation is ongoing and the results will be included in a follow up report.

Event description:
(B)(4).

Manufacturer narrative:
Additional mechanical tests (pull tests and torque tests) were done that demonstrate the device remains compliant to the iec standard for safety of lights, despite the use of an out-of-specification-component. Maquet determined that the device failed to meet its specification due to an excessive mechanical during use. To prevent any similar event, maquet recommends in the user manual to check "check that sterilizable handle clicks and locks in correctly", on daily basis.

Event description:
Manufacturer reference # : (B)(4).